Event description:
It was reported that proximal needle free valve port began leaking - back flow of blood through port. No pt harm reported. No additional info was provided.

Manufacturer narrative:
Manufacturer's report date: 3/18/2009. Pt info requested and all available info is included. The product has been requested to be returned for evaluation. It has not been received. A follow up will be submitted if further info is obtained.